Event description:
Reference MDR #1219856-2010-00454 for first event & MDR #1219856-2010-00455 for second event involving same patient. It was reported that event involved a patient in the cath lab, multiple stents placed. Patient is on a ventilator, 100% v-paced & on multiple pressors and is getting hypothermia therapy. Md switched insertion site to the left femoral artery. Fiberoptix sensor (fos) was not zeroed prior to insertion. After intra-aortic balloon (iab) was inserted, rn was trying to calibrate the fiberoptic; however, fos waveform looks like an "rv pattern from a swan" & there is a "fiberoptic signal weak alarm." The unit nurse stated that fos status code was low light (ll). Rn disconnected & reconnected the fiberoptic & there was no improvement in the waveform. Catheter was pulled back a little and waveform did not improve. Rn recalibrated fiberoptic again & waveform was flat. Rn tried connecting the fiberoptic to a second intra-aortic balloon pump (iabp), autocat 2 wave (B)(4). When rn connected catheter to the second iabp, waveform was flat. Rn calibrated fiberoptic & there was no change. Rn disconnected & reconnected fos slide & did not hear any audible tone with the connection. Rn tried it again & again no tone. Rn looked at the blue fiberoptic connection to see if it looked like it was pushed back into the connector; it did not appear to be pushed back inside. At this point it appeared that the fiberoptic was not working & they would need to use the central lumen of the catheter for their arterial pressure waveform. Iabp was working fine with central lumen waveform. It was noted that customer does not use the arrow insertion kit. There was no reported patient death & patient did not require medical or surgical intervention. The delay in treatment / therapy was minutes, until the second iab was inserted into the patient's left femoral artery. The iab is being used with the second iabp. The patient was taken to the intensive care unit in critical, but stable condition.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.